Manufacturer narrative:
31mar2026 s. Madani: additional report needed for product investigation. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient's system was explanted at an unknown date for an unknown reason. No further information is available at this time.

Manufacturer narrative:
B3: event date is estimated. D6b: explant date is unknown.